Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 was returned for defective air detector. No adverse patient events reported.

Event description:
Additional information provided indicating that there was no patient involved.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. The physical condition showed that the battery doorknob was broken. Functional testing was performed. The reported issue was confirmed, and the error was confirmed. The air detector does not operate as intended. The air detector was replaced, and preventative maintenance was performed.